Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 518 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was did not mention any treatment and symptoms related to high blood glucose event. The customer stated they were not able to remove the battery cap. Customer also stated that the battery cap of the insulin pump was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with stripped battery cap(p) coin slot.